Manufacturer narrative:
This report is submitted on 06 oct 2020.

Event description:
Per the clinic, the device was explanted (date not reported). The patient was reimplanted with a new device during the same surgery.